Manufacturer narrative:
According to radiometer investigation the issue is most likely due to voltage fluctuations in the customer's infrastructure. But the exact root cause is unknown.

Event description:
According to the complaint, on (B)(6) 2025 during the monitoring of the patient tcpo2 and tcpco2, the tcm monitor (serial number: (B)(6) display panel suddenly shut down and could not be restarted. This resulted in the inability to continue the monitoring of the patient, leading to an arterial blood sample drawn instead.